Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a constant channel b air alarm; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a constant channel b air alarm was confirmed and duplicated during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was calibrated to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.